Manufacturer narrative:
Product complaint # (B)(4). Device evaluation summary: the actual device was received. An empty opened box, a needle/suture piece and a suture piece of product code z311, lot # mez054 were received for evaluation. During the visual inspection of sample, the swage and attachment area were noted to be as expected, the suture was received dispensed, used and broken in two sections. The ends of the suture present body fluids and damaged (cut) appears to be by use of a surgical instrument. The product code z311 contains an absorbable suture and as the sample was received open, the time of exposure of sutures to the environment could not be determined and no functional test can be performed due to sample condition. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the performance breakage suture suggest an improper handling. Device evaluation summary: representative samples were received for evaluation. Twenty unopened samples of product code z311, lot # mez054 were returned for analysis. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in report 2210968-2019-88725. Analysis results have been included in follow up reports for each.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot mez054, and no non-conformance's were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: was the procedure completed successfully? Yes, the procedure has been finished with any additional issue. Was there any adverse consequence associated with the patient? No patient consequences. How long was the delay in procedure? 10 minutes. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No patient consequences. However risk of fistula if the thread had broken more later when performing anastomosis. Was the patient treatment altered in anyway due to the prolonged surgery time? No. What is the patient's current status? The patient came out without complications and without problems.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During an anastomosis of the right colon, the suture broke. There was a 10 minute delay of the procedure. Another device from a different lot was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.